Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported shaft separation. However, factors that may contribute to a separation may include, but not limited to, manufacturing damage, inadvertent mishandling of the device, interaction with the anatomy and physician applies excessive force against resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.50x12mm nc trek balloon dilatation catheter proximal shaft became separated during the procedure. It was noted the separated portion was simply removed. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.